Event description:
Patient has suffered significant mental and physical pain and suffering, have sustained permanent injury, permanent and substantial physical deformity, have undergone and will undergo correcting surgery or surgeries, have suffered financial or economic loss, including but not limited to, obligations for medical services and expenses, and present and future lost wages. No further information has been provided.